Manufacturer narrative:
We, w&h dentalwerk burmos (B)(4) as the manufacturer, became aware of the adverse event during our periodical maude database research. We have not received any information from (B)(6) about this event. According to the IFU (implantmed si-923/si-915) w&h considers that a system failure does not constitute a critical fault. Additionally, in the safety notes of the IFU is stated, that you have to check the implantmed, the straight or contra-angle handpiece and the motor with cable for damage and loose parts each time before using. Do not operate the implantmed if it is damaged.

Event description:
(B)(6) already reported following narrative to FDA. After patient was anesthetized, it was discovered the implanted drill, provided by (B)(6) did not function. The surgery was cancelled.